Event description:
It was reported that prior to replacing the patient's implantable cardioverter defibrillator (ICD) it was noted that the right atrial (ra) lead had high pacing threshold and high pacing impedance. The ra lead will be monitored and remains in use. No patient complications have been reported as a result of this event.